Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they are having trouble with the controller. Patient stated they don't know which device is giving them trouble. Patient mentioned they tried contacting their manufacturer representative (rep), but they didn't have a very long contact with them. Patient described seeing a message that said at one time cannot provide your desired intensity settings last night. Patient said it wouldn't move at all like up or down. Patient also mentioned that one time it cut the whole stimulator off without them doing anything. Patient tried to turn it back on and it would come back on but then it would say settings not available. Patient has tried all the groups. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.